Event description:
The physician was performing an esophageal varices bending on a 70 y/o male pt using a multi-band ligator. The physician was slowly reversing the endoscope and the barrel hung up near the cricopharynx, which caused the bands to release and subsequently resulted in the barrel detaching. The barrel was visualized in the stomach and was left to pass naturally. The physician completed the procedure with another band ligator successfully. The pt is reported to be in satisfactory condition and no further complications occurred. Following the procedure, a rep's sample was evaluated and although the barrel was noted to be firmly attached, it could not be completely advanced onto the tip of the endoscope. The instructions for use state "attach the opti-vu barrel to the tip of the endoscope, ensuring the barrel is advanced onto the tip as far as possible."